Event description:
It was reported that prior to a device change, an x ray showed externalized conductors on the lead. No electrical anomalies were detected. The lead remains implanted. There were no adverse events for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.